Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 after being treated at home by paramedics with food. Customer's blood glucose was 45 mg/dl. Customer was hospitalized due to hypoglycemia and rapid heartbeat. Test shows that heart was fine. Customer was hospitalized for three days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and customer reported that insulin pump was worn during an ultra sound and chest x-ray. Customer did not believe that insulin pump was over delivering. Insulin pump passed displacement test. Customer was advised to contact healthcare professional regarding low blood glucose.